Event description:
It was reported that patient underwent a rotator cuff repair procedure utilizing a suture passer on (B)(6), 2011. During the procedure, the surgeon made unsuccessful attempts to pass the suture through the rotator cuff. It was discovered at the back table that the device was fractured and the top hinge at the passing tip was missing. Imaging was called in and the fractured piece was located in the patient and retrieved. A delay of greater than thirty minutes occurred as a result.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. The user facility was notified of the event on (B)(6), 2011. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. This report filed (B)(4), 2011.